Event description:
It was reported that the programmer screen was dark and that it did not illuminate correctly. The programmer was returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device powers up with a dark display, the display was replaced. It was also noted that the system fan was noisy, the keyboard was missing screws and coming apart, the display drops and the electrocardiogram (ECG) connector was loose. Concomitant products: product ID 2067 radiofrequency head. (B)(4).